Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, black specks were found to be embedded particulate matter in the cassette. This material is from the molding process and is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a finger print and black specks were found inside the tubing of a homechoice 4-prong automated pd set with cassette. This was observed before use of the device. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.